Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited a capture anomaly. During the lead revision procedure, the lead was explanted due to an unrelated issue. No patient symptoms were reported.